Manufacturer narrative:
In the initial MDR, the fourth statement should have been: "on the fse's third service visit, he performed further investigation of the event. He checked the washing circuit and replaced the degasser. He also replaced the choke and sample probes, checked the gear pump head (gph) pressure, volumes, and detergent lines, replaced a kinked detergent line, and completed all alignments and adjustments." Instead of: "on the fse's third service visit, he performed further investigation of the event. He checked the washing circuit and replaced the degasser. He also replaced the choke and sample probes, checked the gear pump head (ghp) pressure, volumes, and detergent lines, replaced a kindled detergent line, and completed all alignments and adjustments." The field service engineer verified the module was performing according to specifications. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant igm gen.2 results from 80 patient samples tested on the cobas 8000 c702 module. The reporter also stated that they were having issues with the qc. Please refer to the attachment (B)(6) for the table containing examples of questionable results.

Manufacturer narrative:
The reagent lot number is 810910. The expiration date was requested but not provided. On the field service engineer's (fse) first service visit, he performed a complete scheduled preventive maintenance. He performed a photometer check and cell blank measurement. The customer performed calibrations and qc. On the fse's second service visit, he verified the special wash conditions and checked the sample probe adjustments and wash pressure. He performed a 21-sample precision check. The qc has been within range since the preventive maintenance. On the fse's third service visit, he performed further investigation of the event. He checked the washing circuit and replaced the degasser. He also replaced the choke and sample probes, checked the gear pump head (ghp) pressure, volumes, and detergent lines, replaced a kindled detergent line, and completed all alignments and adjustments. The investigation is ongoing.